Event description:
Since one month post implant, the pt's incision reportedly was not healing. The pt was prescribed antibiotics (prescriptions names not given). Purulent drainage from postauricular incision was observed. The pt was able to wear external equipment and continued to be monitored by the center. In 2005, the pt's incision was drained. The pt was hospitalized and received intravenous antibiotics. Two months later, it was reported that the pt's electrode had partially dislodged. The pt's device was explanted.